Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. (B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4)

Event description:
It was reported that inadequate stent apposition occurred. The 90% stenosed target lesion was located in the mildly tortuous and mildly calcified proximal left anterior descending (lad) artery. After the implantation of a 4.0mm x 38mm synergy drug-eluting stent, post-dilatation was performed with a 3.75mm x 8mm nc emerge&#59394;balloon catheter at 16 atmospheres. After removal of the emerge balloon catheter, intravascular ultrasound (ivus) was performed and it was noted that the stent was not inflated sufficiently. Subsequently, the emerge balloon catheter was re-advanced; however, the guide wire could not advance through the proximal side of the wire lumen of the emerge balloon catheter. It was noted that the wire lumen of the emerge balloon catheter was flattened during its initial inflation. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was good.